Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR.: mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the distal marker band. An examination of the balloon material and distal marker band identified no issues, which could potentially have contributed to this complaint. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks, or damage to the shaft, which may have potentially contributed to the complaint incident. A visual and tactile examination identified no issues, or damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25sep2020. It was reported that inflation failure occurred. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during procedure the pressure escaped and failed to inflate even if inflation was performed with the inflation device. The procedure was completed with another of same device. There were no patient complications nor injuries reported. However, returned device analysis revealed a balloon pinhole.